Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus was delivered and the infusion set tubing was changed to address bg. A system check was performed with tandem technical support and damage was observed on the cartridge. Reportedly, the cartridge was changed to address the issue.